Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set leakage event on 08-nov-2025. The leakage was at the quick release. The infusion set was in use for two days. No further information available.